Manufacturer narrative:
(B)(4). The 510k number is exempt. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evacuated container was losing its suction capability. The reporter stated that the product worked when first connected, but gradually began to lose suction. The reporter stated that the product lost all suction by approximately 800cc. There was no patient injury or medical intervention associated with this event. No additional information is available.